Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the motor is popping out of the mounts on the lower back section of the bed. The dealer states that the motor popping out has bent 2 sets of the brackets to the bed.